Event description:
Patient had six proximal locking screws and a plate from the orthopaediatric system that were implanted in (B)(6) 2023 here in chi at crumlin. The patient returned to cappagh hospital for the removal of those implants. However, the consultant surgeon who performed the extraction raised a concern regarding one of the screws, noting that it appeared to have an eroded head, as did part of the plate.